Event description:
The ge oec 9800 fluoroscopy system was reported to have decreased image quality.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the monitor b/c, increased edge enhancement, and aligned the collimator and camera for proper centering. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.